Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high blood glucose occurred. Reportedly, the customer's basal rate settings were incorrect. Customer delivered a correction bolus to adjust high blood glucose. Tandem technical support assisted customer in correcting basal rate.